Event description:
It has been reported to philips that the lateral tube would not do fluoroscopy and exposure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary procedure and the procedure completed by using frontal stand. The philips field service engineer (fse) inspected the system onsite and confirmed that the lateral tube could not do fluoroscopy and exposure. Upon functional testing the fse found that the generator data was missing. To resolve the reported issue, the fse performed the tube adjustment and test. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.